Event description:
A discordant calcium (ca_2) result on an advia 1650 was obtained for one pt. The result was not reported to the physician. The sample was rerun manually and confirmed on another instrument. The corrected result was reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium (ca_2) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced all reagent pump seals, checked the wash stations, ran qc and a precision study. The issue was determined to be caused by a contamination problem. The instrument is performing within specifications. The system was determined to be operational and no further eval of the device is required.